Event description:
The pt received his scs system on (B)(6) 2011 including a paddle lead. It was reported the pt feels stimulation in the right area but is not alleviating his pain. He has increased the amplitude to the maximum setting, but was unsuccessful. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.